Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300 cc saline breast prosthesis that deflated after implantation, secondary to trauma inflicted by a gun shot. The device is still implanted at this time, but the patient plans to undergo explantation and replacement with another mentor saline prosthesis. No medical intervention has taken place as of yet.

Manufacturer narrative:
On 9/21/2018, mentor received additional information: is required intervention: check. Explantation date: (B)(6) 2018. The breast prosthesis was explanted from the patient on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 10/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 10/10/2018, mentor received the following information: lot: 5541415. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/11/2018, mentor realized the report submission due date was incorrect in the supplemental report dated 10/10/2018. The correct report submission due date is 10/21/2018. The device history record (DHR) was reviewed on 10/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view that extended to the posterior view, measuring 2.1 cm. A second rent was discovered on the posterior view measuring 1.4 cm. Microscopic examination of the rents edges gave no indication as to their cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. Nonetheless, a microscopic examination of the rents edges was performed, and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 5541415 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).